Event description:
The device has a broken 4-40 stud. This occurred when installing the instrument with the torque wrench. The customer used another like device to complete the procedure. There was no pt consequence.